Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaints were confirmed. The device's sensor board was replaced to address the issues.

Event description:
The MFR received info alleging issues with a ventilator inspiratory pressure and triggering. There was no harm or injury reported.